Event description:
It was reported that, prior to the water vapor therapy procedure, the delivery device was opened and the nurse began to set up the generator. When the physician inserted the optic into the handpiece, the shaft disassembled from the handpiece. The physician did not use any excessive force. The nose cone pin was still in place and had not been removed by the user. It was observed that the shaft was not connected to the shaft bearing, as if the pin was removed. The optic had pushed the shaft forward. The delivery device was replaced, and the procedure was completed using the second delivery device. There were no patient complications.

Event description:
It was reported that, prior to the water vapor therapy procedure, the delivery device was opened and the nurse began to set up the generator. When the physician inserted the optic into the handpiece, the shaft disassembled from the handpiece. The physician did not use any excessive force. The nose cone pin was still in place and had not been removed by the user. It was observed that the shaft was not connected to the shaft bearing, as if the pin was removed. The optic had pushed the shaft forward. The delivery device was replaced, and the procedure was completed using the second delivery device. There were no patient complications.